Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons are becoming unresponsive and unexplained no delivery alarms. The customer¿s blood glucose level was unknown. The customer also reported that they have to the push the buttons several times to get it to respond and pauses for a long time during priming. The insulin pump will not be returned for analysis.